Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? , imdrf annex a,g,b,c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of a channel error was confirmed through log analysis, with multiple instances of error code 354.6770 observed. The event was also successfully reproduced during laboratory testing. During functional evaluation, the suspect syringe module was connected to a known good pcu and powered on. The reported error code 354.6770 (syr pressure sensor circuit test failed) was promptly reproduced. Upon inspection, the pressure sensor harness was found to be not fully seated in its port (j14) on the logic board. After securing the connection and reassembling the module, the system powered on without displaying any errors. Preventive maintenance was performed using alaris maintenance (asm) software version 12.5, and all tasks passed successfully. A 50ml syringe was then loaded, and a 0.5ml/hr infusion for 72 hours was completed without alarms or anomalies. Inspection of the suspect syringe module both externally and internally did not reveal any physical damage. However, the pressure sensor harness was found to be partially inserted into its designated port (j14) on the logic board. All other components inspected were in good condition and confirmed to be manufactured by bd. On 21oct2025, an awareness training session was conducted with the tijuana bd emi manufacturing team to reinforce proper connection of all internal harnesses during assembly, with emphasis on the pressure sensor harness. The training included a technical presentation and was documented with participant signatures. The event and error logs from syringe module s/n: (B)(6) confirmed the reported issue. On (B)(6) 2025 at 8:37 am, the module was powered on and immediately logged error code 354.6770.0 (syr pressure sensor circuit test failed). The unit was powered off within the same minute. On (B)(6) 2025, the same error was recorded multiple times following power-on attempts, with the last occurrence at 1:55 pm. No infusion activity or additional events were observed during this period. Per the bd alaris channel error tipsheet: the bd alaris¿ modules run self-checking programs prior to and during operation. A channel error message means the device has discovered an error either in the affected channel hardware or software. Operations on the affected channel stop; other infusing channels will not be affected. The bd alaris user manual (v12.3.2) states not to use a device with any damage. Send it to biomedical engineering for repair. There was patient involvement, however outcome is unknown. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported issue, error code 354.6770 (syr pressure sensor circuit test failed), was identified as an incomplete connection of the pressure sensor harness to the logic board during the manufacturing process. Although the harness was physically connected, it was not fully seated, likely resulting in intermittent or incomplete electrical contact. Once the harness was properly secured, the error was no longer reproducible, and the device operated within specifications.. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the syringe module alarmed channel error and displayed error code 354.6770. This was reported to bd representatives during site visit. There was patient involvement, however outcome is unknown.

Event description:
It was reported that the syringe module alarmed channel error and displayed error code 354.6770. This was reported to bd representatives during site visit. There was patient involvement, however outcome is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.